Manufacturer narrative:
(B)(4). Date sent: 7/2/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed?: the device was removed with the trocar. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)?: removing battery ¿ clicking on the home button multiple times. Did the jaws eventually open?: unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the stapler had gotten stuck in the patient and had to take it with a trocar since after trying to take out the battery and put it back in the reverse button still would not work. They got another device to complete the case without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. D4: batch # 696c90. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The articulation mechanism was totally functional during functional testing. No issue related to instrument compatibility was noted. The device can be introduced/removed through the trocar. Device history review: a manufacturing record evaluation was performed for the finished device batch number 696c90, and no non-conformances were identified.